Manufacturer narrative:
The pod arrived full deployed with the slide insert visible in the top housing window. Fluid damage was visible on the pcb board. Analysis of the fluid path revealed an internal leak on the soft cannula. Download data was not available due to the internal damage on the pod. The type and cause of the reported alarm could not be identified due to data loss caused by the corrosion. An internal tear resulted in a fluid leak in the soft cannula which contributed to the observed corrosion and damage.

Event description:
It was reported the patients blood glucose level rose to 600 mg/dl while wearing the pod between 24 and 36 hours. It was reported by the patient that the pod was alarming during bolus.